Manufacturer narrative:
Pump received with blank display due to battery tube connector not plugged in properly. Unable to verify battery out limit alarm, button keypad anomaly due to blank display. Unit received with missing address/serial number label, minor scratched display window,scratched case, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 319 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.